Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was stuck in the preparing to prime loop. Customer stated that her blood glucose level was around 300 mg/dl. While troubleshooting, customer reported that insulin was flowing from the tubing, but nothing was displayed on the screen. No further information was provided.